Event description:
A report was received that the patient was having pain under the ipg. It was believed that the event was related to the study device hardware. The patient underwent a revision procedure wherein the ipg was relocated. The event was resolved.

Event description:
A report was received that the patient was having pain under the ipg. It was believed that the event was related to the study device hardware. The patient underwent a revision procedure wherein the ipg was relocated. The event was resolved.